Event description:
(B)(4).

Event description:
It was reported that after a storm the remote monitor would no longer work. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4): the remote monitor was returned and visual and functional analyses were complete and the customer comment was confirmed. The device will not power on using a known good power supply .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.analysis of the device is in process; the results will be forwarded when available.